Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra coil 400 coil (pc400 coil) pusher assembly. The pusher assembly was kinked approximately 24.0, 25.0, and 69.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and kinked 6.0, 7.0, and 8.0 cm from the proximal end. The outer diameters (ods) of undamaged segments of the pusher assembly and embolization coil were measured and found to be within specification. Conclusions: evaluation of the returned device revealed the pc400 coil pusher assembly and the embolization coil were kinked and damaged. This type of damage typically occurs due to improper handling during use. If the pc400 is manipulated forcefully against resistance during use, damage such as this may occur. The px slim mentioned in the complaint was not returned for evaluation and, therefore, the root cause of the resistance could not be determined. The introducer sheath to the pc400 coil and the second pc400 coil mentioned in the complaint were also not returned for evaluation. Pc400 devices are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1. 3005168196-2015-01329, 2. 3005168196-2015-01331.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 coils (pc400 coils) and a px slim delivery microcatheter (px slim). During the procedure, the physician encountered resistance and was unable to advance a pc400 coil (lot # f40411) through the px slim. The pc400 coil was removed and a new pc400 coil (lot # f42601) was used. However, this second pc400 coil unintentionally detached and became stuck in the px slim. The physician removed the px slim containing the pc400 coil from the patient. The procedure continued using a new pc400 coil and a new px slim. There was no report of an adverse effect to the patient.